Manufacturer narrative:
Stryker completed an initial evaluation of the customer's device and was unable to duplicate the reported failure. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered down. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the customer's device and was able to duplicate the reported issue. The device unexpectedly shutdown following a high current function during testing. The reported issue was however not verified. A review of the device's keylog showed no instances of unexpected shutdown occurred with the customer. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device unexpectedly powered down. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.